Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon ruptured at 8 atms on the initial inflation. The device was being used to dilate an existing stent. The lesion being treated was a 70% stenotic lesion in an unspecified coronary artery. No pt injuries were reported. Pt status is reported as 'stable". No add'l info is available at this time.